Event description:
It was reported that the insulin pump was not recording any of the boluses. Customer was in the hospital for left knee replacement. Customer's blood glucose was 100 mg/dl. Customer run manual bolus of 0.1 units and verified that it did not show up in the history. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.